Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented remotely with an alert noting possible high voltage lead issue and alternative shock configurations were attempted to deliver therapy to the patient. Upon reviewing the electrocardiogram, it was noted that the right ventricular lead exhibited one measurement of low impedance then several high impedance that were outside of normal limits. Lead damage was suspected due to short circuit. Further troubleshooting was discussed but not performed. There were no adverse consequences to the patient.

Event description:
New information received stated that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient had no adverse event from the procedure and was discharged post procedure.